Event description:
Customer reported an issue with the display on the passport 2 monitor, which may have affected pt monitoring. No pt injury reported.

Manufacturer narrative:
Company representative replaced cpu board. Reseated cables. Calibrated, and safety tested unit to factory specifications.